Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support, and during an attempt to reposition, placement signal not reliable alarm triggered with no aorta placement signal or left ventricle waveform available on screen. The decision made to replace the impella cp device with a new one which was successfully completed. The patient was reported to be stable following the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Data log review confirmed the placement signal not reliable alarm. At the time of the alarm, snr drops to zero, contrast oscillates, lamp increases, gain and light both drop. None of the optical signal metrics return for the rest of the case. Returned product failed the 5s check. When connected to the console, a controller error alarm triggered. There was a kink noted in the catheter just distal to the kink protector. However, the pump failed laser continuity with light leaking on the patient cable side inside the red pump plug. Upon further inspection, it was found that the patient cable could rotate freely and slide back and forth within the kink protector. This aligns with the clinical narrative that the alarm triggered while the pump was being repositioned. When the kink protector was cut open and inspected, it was able to be removed from the patient cable easily. There was evidence of glue residue, however, when compared to a control pump without bond issues, it did not demonstrate the same tearing of the kink protector to demonstrate proper adhesion between the two parts. Based on data logs and returned product, the root cause of the optical signal issue was determined to be a damaged fiber most likely due to insufficient adhesive in the manufacturing process. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D8/d9 device returned to manufacturer updated.